Event description:
It was reported the patient had two leads on each side of her brain. On the left side her 0-7 contact showed a high impedance values; c /7 was 8500 ohms and all other bipolar combinations with 7 were 8200 ohms. This problem was seen more recently but the manufacturer representative was not sure about the date. Additional information received two days later reported prior to surgery on (B)(6) the manufacturer representative ran an impedance check of the left side battery at 3.0 v and got readings on electrode #7 of greater than 8000 ohms (monopolar and bipolar). The implanting physician wanted to make sure that this was considered an open circuit. The physician disconnected the leads from the extensions behind her left ear and tested each lead independently of the entire system and found that the leads were fine. The readings for both leads were around 1000-1200 ohms on all electrodes. The lead ends were cleaned off as well as the lead/extension connection. Everything was reattached and the system was tested again through the battery before closing. All of her impedances dropped down to within normal range for electrode #7.

Manufacturer narrative:
Product ID 7482a95, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37612, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 3986a lot# n127812, implanted: 2008 (B)(6); product type lead product ID 748951, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3986a lot# n127812, implanted: 2008 (B)(6); product type lead product ID 748951, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3986a lot# n124613, implanted: 2008 (B)(6); product type lead product ID 64002 lot# n340412, implanted: 2012 (B)(6); product type adapter product ID 64002 lot# n340412, implanted: 2012 (B)(6); product type adapter product ID 3986a lot# n127812, implanted: 2008 (B)(6); product type lead product ID 7482a95, serial# (B)(4), implanted: 2008 (B)(6); product type extension (B)(4).